Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. However, teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. If add'l info or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that a seal error and probe error occurred multiple times during a therapeutic laparoscopy procedure. The procedure was successfully completed using a different but similar device. However, it was noted that the teflon pad was damaged and metal was exposed after cleaning the tip of the device. There was no pt injury reported. In addition, multiple attempts were made to gather add'l info regarding the report with no success.